Manufacturer narrative:
The device was returned and evaluated. In addition to no serial digital interface 1 image and faulty circuit board findings, the additional evaluation findings are as follows: large chip in bezel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that quantum board failure was the cause. The root cause of the quantum board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high definition liquid crystal display monitor olympus asset device based on an unspecified allegation. There were no reports of patient harm. During evaluation of the returned device, it was found that there was no serial digital interface 1 image, and the circuit board was faulty and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.